Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was showing high impedances. Surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Date of event: event date is estimated.